Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after wearing the device longer than 48 hours. Patient reported pain when pod was removed, and 2 layers of skin were taken off at the site (arm). 24 hours later the pain continued, so patient went to the emergency room and was diagnosed with an infection. The patient was treated with saline, intravenous fluids and lidocaine patch. Patient was also prescribed lidocaine patches and percocet (5 mg, to be taken every 4-6 hours for pain). Patient also had hyperglycemia and reported a blood glucose level over 250 mg/dl.